Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that about 2 years ago, the patient started to notice a failure in the filling of the prosthesis, preventing its use. The prosthesis is still not working, and it is not possible to inflate the device. There were no patient complications.